Event description:
Healthcare professional reported a lap-band system "malposition". This event was first noticed when the pt "went in for a fill and the physician couldn't access it. "Additionally reported "port was turned", pt was experiencing "vomiting and could not eat normal food" and during explant the physician noted the band to be "malpositioned". Diagnostic testing noted "fundic gland polyps" and "mild chronic gastritis".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the ring of the shell/band was broken with striations consistent with surgical end cuts for the removal of the device. Analysis noted the band tubing was broken with striations described as surgical damage.

Event description:
Healthcare professional reported a lap-band tm system "malposition." This event was first noticed when the patient "went in for a fill and the physician couldn't access it." Additionally reported "port was turned", patient was experiencing "vomiting and could not eat normal food" and during explant the physician noted the band to be "malpositioned".

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, "port flip", vomiting, "mild chronic gastritis", "fundic gland polyps", and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage and vomiting as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated". Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices". Device labeling addresses the reported event of "port flip" as follows: "access ports have been reported to be 'flipped" or inverted based on an oblique or side view of the port being misinterpreted". Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications, the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease".